Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated that computer replacement resolved the issue. The patient was not rescheduled for a cranial resection.

Manufacturer narrative:
Analysis of the returned computer found no faults. The computer booted normally to the application screen. The installed applications started and ran normally. No "no signal" messages were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735225r, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, the navigation system was down as the navigation system displayed "no signal" on the main monitor of the system. The surgeon opted to discontinue with the procedure due to the reported issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the patient information was unavailable. The system reportedly exited from the application at the time the issue occurred. The surgeon tried to reboot the system, but the no signal error occurred. An incision was made and the patient was in the operating room under anesthesia prior to aborting the procedure.